Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system. Reference medwatch with patient identifier (B)(6) for the mobile system. Device will not be returned.

Event description:
Reporter stated that customer received the following results on 2 different meters within 8 minutes: 41 mg/dl (compact plus system) and hi (result over 600 mg/dl) (mobile system) the customer ate a banana between the results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips are not available any longer.